Manufacturer narrative:
The lumenis customer engineer evaluated the lumenis one device and could not duplicate any problems with this device. Per the ce, the device was within spec and the lightsheer sapphire tip was clean. The reported treatment parameters were higher than the recommended parameters for the reported skin type; this appears to be the root cause of the incident. Lumenis recommended that the customer obtain add'l training from lumenis. The physician was also referred to the lumenis physician recommended parameters, a copy of which was provided to the physician.

Event description:
Physician reported that a pt had burns to the cheek following treatment with the lightsheer head at 19j, auto. The physician stated that he calibrated the system prior to this treatment. On 1/17/07 the physician reported that the pt had been given prescription medication (4% hydrocortisone cream for 7 days) for the burns. On the same day, the complaint was determined to be reportable based on this new info.